Event description:
It was reported to medtronic minimed that the customer reported a crack and the screen blurry. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to verify screen blurry anomaly due to critical pump error (open book image) alarm. The pump was received with cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, missing serial number label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Unable to verify screen blurry anomaly due to critical pump error (open book image) alarm. Screens blurry anomaly unknown. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.